Event description:
A stryker micro drill was sent in for repair and it overheated during quality testing. No adverse consequence was associated with this event.

Manufacturer narrative:
Further investigation revealed the rotor, drive pin, drill drive and adapter were damaged. The rotor was identified as the primary cause of the failure. The device was repaired and returned to the customer.